Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The outer member and balloon were separated at the proximal seal. The reported difficulties could not be confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported the procedure was to treat a de novo, concentric lesion in the mid diagonal coronary artery. The 3.0 x 18 mm implant delivery system was advanced to the lesion without resistance; however, the balloon failed to inflate. Another drug eluting stent was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. A short video was returned and it showed the device after the procedure which showed the implant was still crimped on the balloon and a rupture on the distal end of the balloon. No additional information was provided.